Event description:
It was reported that a male patient, underwent an atrial flutter left (l-afl) procedure with a navistar ds catheter and suffered a cardiac tamponade, which required a cardioversion. The patient¿s medical history is unknown. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a cardioversion. Upon request, additional information was provided on the event. A transseptal puncture was performed with a preface sheath and heartspan needle. The event was discovered during the mapping phase in the left atrium shortly after two ablations were applied to the right pulmonary corona. No product issues were observed. A shock was given and the patient¿s blood pressure returned to normal. No error messages observed on biosense webster equipment during the procedure. The patient did require hospitalization as kept overnight for observation. The patient was reported to be in stable condition at the time the complaint was reported. The patients diagnosis was patient in full recovery. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. Settings during the event include: temperature 50, watts 50c.

Manufacturer narrative:
(B)(4) it was reported that a male patient, underwent an atrial flutter left (l-afl) procedure with a navistar ds catheter and suffered a cardiac tamponade. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a cardioversion. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) of the lot# 16102705m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system: model #: m-4800-01, serial #: (B)(4); 2. Stockert 70 system: model #: m-5463-01, serial #: (B)(4); 3.preface sheath: model #: 301803m, lot #:17082235; 4.(non bwi) heartspan needle model fnd-019-02 lot q733770. (B)(4).